Manufacturer narrative:
The reported oad and guide wire were received at csi for analysis. The oad driveshaft was fractured, and the fractured segment was returned engaged on the guide wire. When tested, the oad spun on all speeds and functioned as intended. Scanning electron microscopy (sem) analysis of the driveshaft fracture faces identified fatigue striations. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. At the conclusion of the device analysis, the reported event was confirmed. The coronary oas instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a 90% stenosed lesion in the highly tortuous left circumflex artery. Treatments were performed in both distal-to-proximal and proximal-to-distal directions. After the fifth treatment on low speed, a driveshaft fracture was observed. The fragment was retrieved via a micro snare. The procedure was completed, and the patient was in good condition following the procedure.